Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo_12.6, -14.0/3.5/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for longer length lens due to low vault with rotation. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found optic torn, haptic torn and deformed, and residue on lens. Claim#: (B)(4).